Manufacturer narrative:
Continuation of d10:  1388tc lead implanted: (B)(6) 2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the implantable cardioverter defibrillator (ICD) it was noted that the device may have withheld t herapies for supra ventricular tachycardia (svt) stability versus ventricular tachycardia (vt).  Additionally, it was noted that the patient experienced respiratory arrest and had to be externally pace  because the device was not capturing.  It was also reported right ventricular (rv) lead exhibited high sensing integrity counter (sic) but the associated vt/ventricular fibrillation (vf) episodes were detected and delivered therapies appropriately.  The ICD and rv lead remain in use.  No further patient complications have been reported as a result of this event.